Event description:
On (B)(6) 2011, pt reported the infusion cannula was bent on (B)(6) 2011, and this resulted in a leak of insulin at the infusion site. Blood glucose elevated to 356 mg/dl, and normal blood glucose is 98-120 mg/dl. Pt noticed, the infusion set adhesive was wet after her blood glucose elevated, and the infusion set had been in use for approximately 12 hours. This was the first time she used this type of infusion set, and the insertion device was used to insert the headset. Pt also had pneumonia. Alleged infusion set was discarded and was not requested for eval. Replacement product was requested. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.